Manufacturer narrative:
The unit was returned for evaluation and repair. Upon evaluation, the reported issue was confirmed, and the unit would require a new main pcb. The customer decided not to proceed with the repair, and so the unit was sent back to the customer unrepaired. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
We are in process of trying to get the device returned for evaluation and repair. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "not producing power to bovie handle."